Event description:
The customer reported an external power supply error. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported an external power supply error. There was no reported pt involvement. The customer was sent a new battery pca and ac power module. The customer confirmed the battery pca and ac power module were replaced and resolved the issue. The device is now working fine. No more info was available. We will consider this a malfunction. We are unable to conclusively determine the cause.